Manufacturer narrative:
Internal complaint reference: (B)(4). Hines, jeremy t. Md1; lewallen, david g. Md1; perry, kevin I. Md1; taunton, michael j. Md1; pagnano, mark w. Md1; abdel, matthew p. Md1,a. Biconvex patellar components: 96% durability at 10 years in 262 revision total knee arthroplasties. The journal of bone and joint surgery 103(13):p 1220-1228, july 7, 2021. Doi: 10.2106/jbjs.20.01064.this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "biconvex patellar components 96% durability at 10 years in 262 revision total knee arthroplasties", after a tka revision surgery using a genesis inset biconvex patellar component, 7 patients experienced postoperative stiffness, of which 5 were treated with manipulation under anesthesia and 2 with an arthroscopic lysis of adhesions. No further information is available.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the images provided in the article do not give insight into this reported event; therefore, no further analysis of the imaging is required. Without patient specific medical documentation, definitive contributing factors to the reported postoperative stiffness could not be concluded; however, this is a known potential surgical/procedural complication and a component malperformance was not supported. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management files and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include alignment or wear. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.